Manufacturer narrative:
(B)(4). The patient experienced the recurrent peritonitis on an unreported date in (B)(6) 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced recurrent peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On unreported dates, the patient began treatment for the event with unknown antibiotics (doses, frequencies, and routes not reported) and the patient's pd catheter was replaced. At the time of this report, the patient was on hemodialysis therapy (dates unspecified) and the patient felt that they had recovered from peritonitis. No additional information is available.